Event description:
It was reported the sensor was giving inaccurate readings. Customer's blood glucose was 23.0 mmol/l and sensor reading was 2.0 mmol/l. The sensor was placed in the right side of the stomach. Customer's mother was advised how to properly calibrate and what to avoid which may cause inaccurate readings. Has had bent cannulas in the past. Current sensor was not bent or kinked. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.